Event description:
On (B)(6) 2009, pt reports an occlusion error on her infusion device. Pt states the error is occurring during basal rate and during priming. Pt reports she replaced the insulin cartridge and the infusion tubing. Pt states she attempted to prime and the infusion device displayed the occlusion again. Pt reports she removed the infusion tubing and was able to prime through the insulin cartridge. Pt states she attached a new infusion tubing and primed successfully. Pt reports she reattached the infusion device and began pump therapy again. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product.